Event description:
Literature was reviewed regarding current use and complications associated with bone morphogenetic protein in spine fusion surgery: a review of 9809 patients the following devices were used: recombinant human bmp-2 (rhbmp-2) among patients adverse events included: in anterior cervical fusion (acf) with rhbmp-2, three patients developed new-onset (novel) r adiculitis, and five experienced persistent (non-resolved) radiculitis. One patient reported dysphagia, and another developed an infection. For posterior cervical fusion (pcf) with rhbmp-2, forty-four patients had new-onset radiculitis, and twenty-six had persistent radiculitis. Seven patients experienced wound dehiscence, and seven developed an infection. In anterior lumbar/thoracic fusion with rhbmp-2, 146 patients had new-onset radiculitis, while 139 had persistent radiculitis. Seven patients experienced wound dehiscence, and fourteen developed infections. For posterior lumbar/thoracic fusion with rhbmp-2, 258 pa tients had new-onset radiculitis, and 201 had persistent radiculitis. Thirty patients experienced wound dehiscence, and forty-two developed infections. In lateral lumbar/thoracic interbody fusion with rhbmp-2, 163 patients had new-onset radiculitis, and 154 had persistent radiculitis. One patient reported dysphagia, twelve experienced wound dehiscence, and fifteen developed infections. Lastly, in posterior lumbar/thoracic interbody fusion with rhbmp-2, nine patients developed new-onset radiculitis, and ten had persistent radiculitis. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B2: outcome attributed to adverse event- infection. B3 : please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. D4: model, catalogue no, lot are unknown. D 6a, 6b: implant date is unknown. A2: please note that the age is based off average age of patient involved in this event. A 3a: please note that the gender is based off as per the majority of patients. G4: product identifiers are unknown. Hence, 510k is unknown. Article references - maximilian k. Korsun, tomoyuki asada, takashi hirase, bo zhang, cole kwas, joshua zhang, eric kim, kyle morse, harvinder sandhu, han jo kim, matthew cunningham, sheeraz qureshi, todd albert, russel huang, james dowdell, james farmer, francis lovecchio, evan sheha, sravisht iyer "current use and complications associated with bone morphogenetic protein in spine fusion surgery: a review of 9809 patients", spine publish ahead of print, doi:10.1097/brs.0000000000005372. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.